Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that there was a loudspeaker error; it is unclear if the speaker was able to produce any sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse even or patient harm reported.

Manufacturer narrative:
The reported device has not been returned for an investigation. Multiple attempts requesting status of the return were made, however, no information was received. Based on the information available, we were unable to replicate the reported problem; no testing was able to be performed. The reported problem was not able to be confirmed. Philips was unable to confirm the final disposition of the device because the customer did not return the product for investigation. The customer purchased a replacement device. The investigation concludes that no further action is required at this time. If the device is returned and additional information is received, the complaint file will be reopened.